Event description:
Very red eyes after using new box of acuvue oasys for astigmatism daily contact lenses. Went to the eye doctor who said it was likely an adverse reaction to the contact lenses. This is the only brand I've ever used and I've never had this problem until I opened this new box. I think there may be a problem with this batch of contacts. FDA safety report ID# (B)(4).